Event description:
Customer's meter had missing segments. Patient had low blood goucose levels and had been feeling dizzy and shaky. Due to broken segments and symptoms of low blood glucose levels, parent treated pt with orange juice. No other device was available and no medical care beyond home treatment was received. Ccr walked customer through checking meter settings and replacing pt's meter because the issue could not be resolved.